Event description:
Related manufacturer reference number: 3006705815-2019-02591.

Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2019-02590, 3006705815-2019-02591. It was reported that the patient experienced lead migration. The patient had x-rays which confirmed lead migration. Due to this issue and the patient having uncomfortable stimulation at the ipg site (related manufacturer reference number: 3006705815-2019-02587, 3006705815-2019-02588, 3006705815-2019-02589) the patient underwent surgery. The leads and ipg were replaced and effective therapy was restored.